Event description:
It was reported that the patient was knocked down probably around (B)(6) 2014 and got a concussion. They went to the healthcare provider (hcp) within 24 hours but it was not better in a couple of weeks and the patient was getting worse. The fall really stunned her and may have knocked her out but wasn¿t sure what happened. There was fluid collecting behind the patient¿s eye on the right side of her head. This didn¿t start at first, at first it was swollen and all of that but it seemed to abate then the patient started to get pain behind her eye but it got worse since (B)(6) ¿camping¿ its way up until the last several weeks. In fact there were times she was drooling and times when the whole side of her face was numb and she had to put pressure on that side of the face to relieve it. It had never gone away and got worse which started in (B)(6) probably and it had the patient in bed the last couple of weeks several times including the night prior to the report. The day of the report the patient was on their way to the ER. It was further noted they were concerned the fall may be affecting the patient¿s implantable neurostimulator (ins) and they never wanted anything to happen to the ins because it was the patient¿s ¿lifeline.¿ it was also noted that the patient always set off security gates. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger.(B)(4).